Event description:
It was reported that pump display had pixel issue that affected ability to read and interact with screen, while customer continued to use pump by relying on mobile app for interaction and bolus delivery. There was no adverse impact to the customer¿s blood glucose level. Customer was informed they would receive replacement pump with updated software,